Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complains analyst was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: a failure of the image sensor unit and a failure of the video connector. The event can be prevented by following the instructions for use which state: important information ¿ please read before use precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device. ¿ do not touch the electrical contacts inside the electrical connector charged coupled device damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to deformation of scope connector, water tightness is lost; due to damage on coupled charging device unit (ccd), image noise occurs and the image cannot be seen; due to damage on electric connector, image noise occurs and the image cannot be seen; adhesive on bending section cover or distal sheath rubber has a chip; scope connector has a scratch; grip has a scratch; scope cover has a scratch; up/down angulation lever plate; angulation lever has a scratch; switch box has a scratch; universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera bronchofibervideoscope, the connector air leaked. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is no image. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.